Event description:
A physician reported that an ophthalmic operating flexible loop was found to be failed. The surgery was completed by an alternate product. There was no reports of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The investigation is completed based on the sample evaluation illustrated below. The sample was received in its inner and outer blister and the cover foil, showing the lot information. The sample shows no macroscopic signs of damage or of surgery residues. The sample was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection revealed no issues with the device, as the loop form as well as the teeth look undamaged. The device¿s actuation mechanism was working well, allowing to protract and pull in the loop as desired. Therefore, the returned device meets its acceptance criteria and the customer¿s complaint could not be confirmed. A root cause for the customers reported event could not be determined because the returned product met the manufacturer¿s specifications. No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).